Manufacturer narrative:
(B)(4). Approximate age of the device is 8 months. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. Approximately 8 months post-implant, the patient presented to the hospital with low flow alarms and a lactate dehydrogenase value of 2200 u/l. An echocardiogram revealed that the left ventricle internal diameter was 75 mm, the ventricle was not unloading, and the aortic valve opened with every heartbeat. Left ventricular angiography showed that the majority of the blood flow passed through the aortic valve even with a set pump speed of 10,600 rpm. Therefore, a decision was made to exchange the pump due to suspected flow obstruction inside the device. The pump was exchanged on (B)(6) 2015. It was reported that an inflow bearing thrombus was visualized upon explant of the device. The patient was reported to be stable after the exchange occurred. No further information was provided.

Manufacturer narrative:
A tissue-like thrombus formation adhered around the inlet bearing cup, partially occluding the inlet stator. The deposition showed evidence of lamination and denaturing, indicating that it likely developed on the bearings over an undetermined amount of time while the pump was operating. The observed deposition would have potentially contributed to the reported elevated lactate dehydrogenase value and restricted blood flow through the pump, resulting in the reported low flow alarms. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values. The pump operated as intended. The instructions for use lists thrombosis, hemolysis, and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient suffered a cerebellar stroke within days after receiving the pump exchange; the health care team could not provide an exact date. According to the patient's physician, the stroke was not device or therapy related. No additional information was provided, including patient symptoms. The patient remains ongoing on lvad support.